Event description:
A customer stated that the elite system is not displaying a complete set of digits. While on the phone a review of the system was conducted. It was learned that segments were missing from the "tens and units" digit. A request was made to return the system for evaluation.